Manufacturer narrative:
Lead: model 39286-65, serial# (B)(4), implanted: 2010 (B)(6), explanted: unknown, accessory: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation while stimulation was turned on. The patient only felt stimulation just above her knees and down her legs, lead to stabbing pain and pressure on the left hand side above the hip and down the leg. The patient used to feel stimulation at 1.5 volts, with therapeutic stimulation at 2.8 volts to 3.1 volts. Starting 6 to 7 days ago following vigorous sweeping and picking up clothes baskets, the patient did not feel stimulation until past 3.5 volts, and did not feel it in all areas. 2 days ago the patient lost balance and fell into a door post directly on the implantable neurostimulation. The patient felt a stabbing sensation in the low back. The patient went to the ER, but was unable to wait to be seen. Additional information has been requested, but was not available as of the date of this report.